Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In the process of loading the zso-7-12 onto the guide wire (0.025" visiglide, straight), the pigtail part of the stent was bent. The nurse used the included straightener to straighten the pigtail and tried to pass the wire, but the wire could not pass through the second pigtail section. They used the new zso-7-12 to complete the process, and the guide wire was not replaced. The lot of the replaced zso-7-12 is unknown as it is not recorded.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 13-jun-2025. Investigation - evaluation device evaluation 1 unit of lot number c2218698 of zso-7-12 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution zso devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. It is also known from the available information that the incorrect wire guide was used with the replacement zso-7-7 device to complete the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input. Summary: complaint is confirmed based on customer and/or rep testimony. Confirmed qty of devices: 01 device used. (To be updated as per individual complaint) investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jun-2025.